Event description:
Alleged event: healthcare professional reported "size exchange". This record is for the right side. Device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).